Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the event was unknown. On the same day as onset, the patient was hospitalized for the event and began treatment with injection vancomycin (250mg, once daily, intravenously, duration not reported) for peritonitis. At the time of this report, it was unknown if the patient had recovered from the peritonitis. Additional information was not available at this time.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). On an unreported date, the patient recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.